Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the reported symptom of ec 322. However, eval was unable to determine the root cause. Eval of known contributors of ec 322 has led to the determination that the upper and lower auxiliary were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary were replaced.